Event description:
Patient underwent a revision surgery in (B)(6) of 2019 due to ventix device migration which was initially implanted on (B)(6) 2019. The patient was successfully repaired with cayenne medical quattro link, cm-9145, implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer reported that patient underwent a revision surgery to remove the anchor, and it was repaired using cm-9145 device. Its also reported that customer has no pain 3 months post op. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the device was not returned for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated if the product will be returned to zimmer biomet for investigation after the revision surgery. If additional information is received, a follow up MDR will be submitted to relay any additional information. Anchor remains implanted.

Event description:
It was reported that patient will undergo revision surgery "mid-(B)(6)" of 2019, due to ventix device migration which was initially implanted on (B)(6) 2019.